Event description:
Stryker anato hip stem components have laterality. Laterality is not noted on the packaging in a prominent manner to promote pt safety in distinguishing hip components that are unilateral from those that have laterality. Product name begins with "neutral...".